Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.

Event description:
The customer reported being hospitalized due to blood glucose levels over 500 mg/dl. Troubleshooting was performed, and the programming was correct. However, the daily totals were not adding up correctly. Advised the customer that the insulin pump would be replaced. Nothing further was reported.